Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? The surgeon performed a enter anastomosis in transplanted patient (liver tx), with the purpose of biliary¿s duct exclusion. Did the patient receive any radiation or chemotherapy prior to the surgery? The patient was not submitted to radio or chemotherapy in pre-op. What type of colectomy was done? I was performed only one enter anastomosis. Were there any other stapling devices used in procedure or were all transections/anastomoses created with the linear cutter? There was no other stapler used in the procedure. Were there any staple formation issues in original procedures? If so, please describe. Only a slight bleeding in the staple line was noted. The staple line was no defective. Specifically how was the bleeding diagnosed? Bleeding (founded in the feces) was observed in the second post-operatory and it was clinically diagnosed only. Was an additional surgical procedure required? No other surgical procedure was necessary to stop the bleeding. What is the current patient status? The patient is fully recovered.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was obtained: did the patient require a blood transfusion? Yes, one blood bag. Did the patient suffer any other injury? No, there was no other damage to the patient or prolongation of hospitalization due to the event. Did the surgeon do an exam (diagnostic tests) to certify the origin of the bleeding? No, the surgeon reported that was a clinical assessment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any radiation or chemotherapy prior to the surgery? What type of colectomy was done? Were there any other stapling devices used in procedure or were all transections/anastomoses created with the linear cutter? Were there any staple formation issues in original procedures? If so, please describe. Specifically how was the bleeding diagnosed? Was an additional surgical procedure required? What is the current patient status?

Event description:
It was reported that post-op a colectomy procedure, ¿the surgeon did not observe bleeding in the staple line after anastomosis, however, 02 days after the procedure, the patient presented melena (bleeding in the stool) and needed to take blood bag. According to the surgeon and clinical evaluation, the bleeding was due to the staple line from the anastomosis. It was necessary to make manual suturing in place.¿ the device was disposed of.